Manufacturer narrative:
Evaluation summary: no further information was able to be obtained from this customer. With no additional, related information provided, the customer´s reported event was not able to be confirmed. The product met specifications at the time of release. The root cause could not be determined conclusively.

Manufacturer narrative:
A service visit was scheduled. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21cfr 803.56 when additional reportable information becomes available. Additional information has been requested but not received to date. (B)(4).

Event description:
A nurse reported that there was poor or no illumination. It is unknown when the event occurred or if there was any patient involvement. Additional information has been requested but not received to date.